Event description:
No delay was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5 (missing no delay statement), g2 (health professional and company representative must be deselected) and h6 (addition of a medical device problem code that was missing). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's allegation was confirmed. Based on the results of the investigation, it is presumed that a connection of the connector is defective and the image flickers occasionally due to a defective receiver (rx) module. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center connector was defective; the image was flickering occasionally. The issue occurred during preparation for use for a therapeutic cholecystectomy procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.